Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited spontaneous deflations issues; believed to be due to a faulty valve in the pump. A revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.